Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after feeling extremely tired in the past 24 hours. It was noted that the device was in backup vvi. No alert was received by the patient or the clinic via merlin.net. The device was reprogrammed. The patient will be monitored.